Event description:
The pt reported that for the past 3 days she has had difficulty with her insulin infusion headset properly adhering to her skin. She stated that she has had to replace her headset daily. She said she discarded all of those infusion sets. The pt stated she does not use a prep wipe. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The pt was sent complimentary prep wipes and replacement infusion sets. No product was available for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.